Event description:
Patient has realize c gastric band placed approximately four years ago by surgeon. Patient came to surgery today to have band removed and conversion to sleeve gastrectomy. When surgeon entered the abdomen, the band tubing was not connected to the port, it was found free floating in the abdomen. Surgeon was unable to identify (find) the small plastic connecting piece.